Event description:
Oxygenator developed clots and failed to work. Had to be changed out four times. Neonate unstable during change out. Patient e-coil sepsis. (B)(4). The customer reported it changed out the unit 4 times. This is device 2 of 4.